Event description:
On (B)(6) 2023 dr (B)(6), I underwent repair of my right inguinal hernia with intermittent incarceration. The operation performed: reduction of incarcerated cecum with partial omentectomy and complete resection of indirect hernia sac with a large ultrapro ethicon mesh, tension-free repair of right direct and indirect inguinal hernia. Ethicon (johnson & johnson) ultrapro mesh contains polypropylene plastic, polypropylene plastic is unknown hazard. In addition, ethicon's brand of implants is composed of five layers of polypropylene, polydioxanone, and poliglecaprone. The mesh is designed for use in hernia surgeries. Polypropylene oxidizes, or erodes when it comes in contact with oxygen. This trait of polypropylene is at the heart of its problems when it is used as a hernia mesh implant. I have experienced the following issues: bowel issues, chronic pain, fever, gastrointestinal issues, hernia recurrence, infection, inflammation, nausea, recurrence, possible mesh contraction (shrinkage), possible mesh erosion, possible mesh failure, possible mesh migration. My recent ultrasound on (B)(6) 2024 stated sonographic findings in the right inguinal region could be evidence of previous hernia repair with residual or recurrent inguinal hernia not entirely excluded. "Copy of us attached. " visit with my dr "(B)(6)", on (B)(6) 2024, who stated that my pain is likely due from the mesh in place and to f/u with him if my mesh pain continues, I have a f/u appointment on (B)(6) 2025. Ethicon johnson & johnson is investigating my complaint under # (B)(4) as of (B)(6) 2024.